Event description:
It has been reported to philips that the system failed to boot up. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a planned treatment/non-emergency treatment, which was aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing pc (ippc) was not booting up. Review of the system log files showed frontal ip-pc error. Fse removed tpx33 and started system to view the ippc's bios self-test process. It showed memory cards error. Fse found the root cause of the issue was the memory card in poor contact. Fse opened the cover of ippc, clean the gold finger of the memory card, re plugged memory cards and video cards and rebooted the system. After that system was returned to use in good working condition. The codes were updated based on the investigation outcome. Health impact and evaluation method code were corrected.